Event description:
The customer reported that the system displayed charger failed and precharge fail error messages. These error messages will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.